Manufacturer narrative:
This report is submitted on november 12, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the external ear canal. Explant is planned; however this has yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on december 01, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 21, 2021.